Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. The implant remains within the patient in the intended location. No portion of the device was returned for evaluation. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil did not detach with multiple attempts using two detachment controllers. Finally, the coil detached in the intended location. It was reported that due to the excess handling, clots formed in the artery. The clots were successfully extracted using a stent retriever. The patient was reported to be in good condition.